Event description:
As reported by a product surveillance specialist at wl gore: an attempt to close an atrial septal defect (asd) with the helix device was unsuccessful. A 25mm amplatzer cribriform occluder was then used along with a 10f amplatzer torqvue delivery system. During deployment of the left atrial disc, an air embolism was introduced into the right coronary artery. The patient incurred st segment elevation, was treated medically, and recovered. The device remains implanted. As reported by the implanting physician, the air embolism was not attributed to the amplatzer device. It was felt the air embolism was inadvertently introduced into the delivery system due to an inadequate connection between the hemostasis valve and the loader.